Event description:
Patient having a left knee arthroscopy and partial medial meniscectomy. During the procedure the surgeon started with a 2.75 shutt linvatec upbiter to make the initial portion of the meniscectomy. During this time, the lower jaw of the upbiter broke off and was in the medial compartment. The surgeon was able to retrieve this broken piece. Intraoperative fluoroscopy revealed no retained metal fragments. The surgeon was able to match up the broken piece with the main instrument. All pieces were present. No harm to patient occurred.